Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that an operator trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, while depressing the deployment button, a "soft click" was heard. The button was pressed again and a "louder click" was heard. When the device was removed, it was noted that the clip was stuck on the end of the device and all the tines were open. Hemostasis was achieved by manual compression. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.